Event description:
I was completely healthy when I got essure. After getting essure done, I became so sick. I started having pain all over my body. My muscles and joints have been affected from it. I have been diagnosed with bi-polar, depression, anxiety, restless leg, irritable bowel, fibromyalgia, chronic pain, chronic fatigue, and chronic muscle fatigue. My hands draw up. My legs go numb. I have to take fluid pills because I retain so much fluid. I have migraines. It's hard for me to walk or drive. Every day tasks are a challenge now. I have pelvic pain, I stay bloated, sex is no longer enjoyable, it hurts. Since having it done, I have had to have my tonsils removed as well as my gallbladder. I fight with acne all the time. I can be sitting around and it feels like I'm getting shocked. My right leg gets 2 1/2 inches bigger than my left leg. My legs turn purple. I can not write for a long time now for my hands drawling up. This has affected not only my life but my children's and husband's as well.